Event description:
It was reported that the physician requested to revise the artificial urinary sphincter (aus) due to the patient is experienced recurring incontinence. The revision surgery has not been planned.

Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to the patient experienced recurring incontinence. The pump and cuff were removed and replaced.

Manufacturer narrative:
Date of event: the exact event date is unknown. Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) cuff and pump underwent a thorough analysis. The cuff was visually and microscopically examined, and leak tested. No anomalies were found with the cuff. The pump was visually and microscopically examined, and leak tested. The pump ball valve spring appeared to be misaligned. The fluid resistor appeared to have a cloudy film surrounding it. The pump was not functionally tested due to the misaligned spring and the cloudy film on the fluid resister. Based on the information available and analysis results, the anomaly identified in the pump could have caused or contributed to the reported clinical observation of urinary incontinence.